Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a patient who presented with acute swelling of the left breast and pain. The left implant was also found to be ruptured. The device has been removed and capsulectomy.

Event description:
Healthcare professional reported a patient who presented with acute swelling of the left breast and pain. The left implant was also found to be ruptured. The device has been removed and capsulectomy.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, missing a piece of shell (50-75%) and missing a patch (75-100%). A microscopic analysis was performed which identified, broken striated on the anterior. Based on the device analysis the final assessment is: striated broken assessed as surgical damage consist in the use of some surgical tool. Missing shell and patch due to inconclusive.